Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 600 mg/dl and customer's current blood glucose is 600 mg/dl. Customer experienced symptoms like thirsty due to high blood glucose level. It also reported that the drive support cap was normal. Customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime tubing with current set and customer reported that the insulin was exited. Customer was neither hospitalized nor admitted for high blood glucose. Customer will not return the device for analysis.